Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified shunt in a limb. A 7.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 6x4mm sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.